Event description:
Boston scientific crm received information that this pacing system had been explanted seven years ago due to an infection. A non-bsc replacement system was implanted.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.